Event description:
During a patient event, it was reported that the device lost power several times during patient transport to a hospital. The ambulance crew was responding to a patient difficulty breathing/chest pain call with unknown downtime. By the time the ambulance crew arrived at the scene, the patient had already received defibrillation shocks from an AED. The lifepak 12 device was connected to the patient and provided additional three 360j energy defibrillation shocks. While monitoring the patient during transport, the device lost power. The device was turned back on and provided a fourth 360j shock but it lost power and would not power back on. An AED was immediately available for use if needed when the issue occurred. A second lifepak 12 device was connected to the patient for monitoring after delay of approximately 10-15 minutes. The patient was not revived. Physio-control's clinical review of the reported event determined that the device use did not contribute to the patient outcome since effective defibrillation was provided. The device provided three shocks prior to the device problem and delivered the fourth shock in less than two minutes thereafter. The patient's ECG rhythm was converted to a non-shockable after the fourth shock.

Manufacturer narrative:
(B)(4): physio-control evaluated the device event record and verified the reported power loss. However, physio was unable to duplicate the reported problem during testing. Proper device operation was observed through functional and performance testing. A conclusive cause of the reported event could not be determined.